Event description:
Oracle ro (B)(4): it was reported that the pump was alarming constantly. Patient involvement is unknown.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms (B)(4). Additional information:b5: a product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was duplicated. Found downstream sensor nub was damaged and messaged no disposable pump won't run on the pump display. Unable to perform on pump and alarm. Replaced downstream sensor.

Event description:
Additional information received on 13-may-2022 via email and attached to complaint object: there was no patient harm to the patient or anybody else while using the infusion pump.